Event description:
It was reported that patient (pt.) Was admitted to a local hosp on the 14th of nov with a history of a few days of fever & shortness of breath. Pt. Was first suspected to have a pulmonary embolism, but diagnosis of acute myocardial infarction was confirmed. Pt. Was transferred to another hospital on the 15th for an angiogram. Pt. Was by that time on a ventilator & in cardiogenic shock. Pt. Received intra-aortic balloon pump (iabp) support & percutaneous coronary intervention (pci) was performed to right coronary artery, left anterior descending & also left main with support of iabp. Augmentation & effects on hemodynamics were good & she was transferred to intensive care unit (ICU) (tiva) for further treatment. As ICU (tiva) after procedure, pt. Was relatively stable on iabp with inotropic support, sedated & still on ventilator. She was shivering on & off & was peripherally cold with a weak pulse on both feet. At 04.30 am, there was an alarm from iabp: loss of helium. Blood was visible in helium tube. Pump was shut off & catheter was removed acutely & a 30 cc catheter was implanted by thoracic surgeon. Pt. Remained in ICU on iabp until the 19th. She required inotropic support & could not be taken off ventilator. She was transferred back to her local hosp on the 21st, where she later died. There are no clear indications that death was related to emboli & therefore this particular iab.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.